Event description:
It was reported that during a moderately tortuous, 75% stenosed proximal right coronary artery procedure, during post-dilatation the 3.5 x 12 mm nc tenku met resistance with the implanted stent and the balloon material tore. Another non-abbott device was used for post-dilatation and to successfully complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; stent: promus premier 3.5 x 38 mm. Evaluation summary: the device was returned for evaluation. The reported torn balloon was confirmed. The reported resistance with the stent could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by st. Jude medical japan company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s.